Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. (B)(4): user's test strip had poor storage

Event description:
Consumer complaint of hi blood glucose test results. Expected fasting blood glucose test result range is 180 to 210 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Verified storage of product is not within instructed specification since they are retained in the bathroom. Test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory (date / time not set): (B)(4). Adverse event not reported.